Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient with this newly implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise, oversensing and low amplitude. Post shock the subcutaneous electrocardiogram (s-ECG) appeared normal. Technical services (ts) discussed troubleshooting options such as palpitating and massaging the electrode track and pocket as there was air entrapment. This electrode remains in service. No adverse patient effects were reported.